Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient experienced dizziness and lightheadedness on the same day a sensor was placed on the abdomen. Ketones were present. The parent performed a bg check using a meter, which displayed ¿high¿ with no numerical value. At the same time, the dexcom app showed an estimated glucose value (egv) of 114 mg/dl. The parent also reported that the egv readings were erratic. Due to the patient¿s symptoms and glucose concerns, the mother brought the patient to the hospital, where she was admitted to the intensive care unit (ICU). Upon hospital evaluation, the patient¿s bg was 485 mg/dl while the egv was 145 mg/dl. The sensor was removed. The patient was treated with intravenous (IV) fluids and insulin therapy, including novolog and lantus. Electrolytes were administered, and the patient was noted to be dehydrated. The presence of ketones accompanied by significant hyperglycemia, dehydration, and electrolyte imbalance suggests that the patient was treated for diabetic ketoacidosis (dka). The patient remained hospitalized for more than 24 hours and was discharged on (B)(6) 2025. At the time of discharge, the patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.